Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact. Unit was tested using a new battery cap. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind test, basic occlusion, occlusion, prime/a33 and excessive no delivery alarms test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Unit passed the dat test at 0.08800 inches.

Event description:
Customer reported via phone call low battery alarm, power off alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the anomalies were performed. Customer replaced the device with new batteries several times to resolve the issue. Troubleshooting did not resolve the recurring issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.